Event description:
A mattress on a recently cleaned bed with fresh linen was found to have blood on it. The mattress cover was noted to have some of the waterproof liner rubbed off. Liner was removed to inspect the inner mattress. Blood, fluid, and fungal growth was noted. Two additional mattresses with no apparent damage to the outer mattress cover were inspected and found to have fluid and fungal growth also.